Event description:
A surgeon reported this pt received a customer lasik treatment that resulted in a "poor clinical outcome". A review of the pt's records indicated this pt experienced a decrease in bcva in the right eye. From the first post-operative day, this pt reported dryness and fluctuating vision.